Manufacturer narrative:
No load was affected. Catalog number - the correct catalog number is 10104-004, 100nx, 2-dr, with duo. Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 01/29/2016. Catalog number - the correct catalog number is 10104-003, 100nx,1-door w/ duo serial number - the correct serial number is (B)(4).

Event description:
A customer reported an event of a "vinegar-like smell" (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and vacate the area until the odor goes away. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.